Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients test strips have been returned on 10/25/2014 and further evaluated by lifescan product analysis on 11/22/2014 with the following findings:the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2014 at 12pm. The patient does not take any form of medication to manage their diabetes and denied taking any action in response to their regular diabetes management regimen routine as a result of the error message appearing. The patient stated that less than one minute after the product issue first occurred, they experienced ¿anxiety¿. The cca documented that the patient did not receive any form of medical treatment in response to this. At the time of troubleshooting, the cca could not walk the patient through a re-test as the patient had no testing supplies left, however it was noted that the patient was carrying out the correct testing procedure. The issue could not be resolved and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.